Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: device migration. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr submission reference number (B)(4). It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation revision with a 375cc mentor memorygel breast implant and suffered left-sided device migration postoperatively. As a result, the patient had a secondary procedure to correct the issue, performed on (B)(6) 2019. The device was not explanted. This is the patient¿s second instance of device migration with this implant. Reference manufacturer¿s report number 1645337-2019-19253 for the previous event. This event was reported initially (via psr) with incorrect information about the complaint device.